Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked display window, cracked reservoir tube, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was advised that the pump will need to be repaired and replaced.